Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarm or excessive no delivery alarms were noted. However, a motor grinding noise was noted during the rewind due to a faulty motor. The motor was tested outside of the device and passed the motor test. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father called reporting customer's insulin pump is alarming no delivery and customer's blood glucose levels have been high. Customer's father also reported a motor error and a strange noise from the device. He thinks there was a motor error during rewind. After turning it off and back on, customer's blood glucose levels have been high. This week, customer's blood glucose has been over 500 mg/dl, and only manual injections bring it down. Customer has changed sites multiple times, but the blood glucose level has still been high. Customer was advised that the FDA approved age for this device is sixteen. The device is not on a very high or very low basal. The most recent blood glucose level was 530 mg/dl. No delivery alarms and possible causes were explained to the customer. Customer's father explained that the device does not alarm no delivery all the time, but the customer's blood glucose levels are consistently high. Customer declined trouble shooting.